Event description:
During follow-up, there were some unspecified impedance and threshold capture issues noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of unspecified impedance and threshold capture issues were not confirmed. As received, a complete lead was returned in one piece. The electrical testing did not find any indication of conductor fractures or internal shorts. The visual and x-ray inspections of the lead did not find any anomalies.